Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the available data for the period from the 13-jan-2019 to 7-sep-2019 showed stable threshold of 0.5 v. The pacing impedance trend curve demonstrated a constantly remaining value of approx. 600 ohms with a sudden increase up to 1150 ohms at the end of recorded period. The shock impedance curve showed stable value of 80 ohms. The provided iegms showed oversensing on the farfield as well as on the right ventricular channel leading to charging and inappropriate shocks as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
After an implantation period of approx. 48 months, oversensing with inappropriate therapies was reported.